Manufacturer narrative:
The suspect devices were not returned for evaluation to intera. Three devices from the same lot were pulled from inventory and evaluated by intera engineering. In summary, the engineer pressurized the connection between the needle and tubing set and exerted maximum manual force. No signs of leakage were observed. This was repeated for a total of 3 times on 3 different kits from the same lot. The device history record for lot: 23j038ct was reviewed. No deviations or nonconformances were noted in the device history record. The lot met all performance specifications prior to release, including tensile test, pressure test, clamp integrity and flow. The root cause of the complaint is undetermined. If additional information about this complaint is received at a later date, a supplemental report will be filed.

Event description:
A report was received by a healthcare provider regarding use of the intera refill kit the healthcare providere stated they had 'issues with two tubings from the intera hai pump refill kits. The tubing leaked from where it connects to the needle from both kits. The kits have the same lot number of 23j038ct. We attempted a third kit which had a different lot number, and the tubing did not leak so we could successfully fill the pt's pump"